Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2018 and suture was used. During the procedure, the suture was splitting. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). An opened box with unopened representative samples were returned for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile force were above the minimum requirements. Per the condition of the representative samples, no breakages were found on the sutures and the tested samples met the finished goods requirements.